Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a consult review of this cardiac resynchronization therapy defibrillator (crt-d) stored ventricular episodes to confirm device operation. It was noted that the patient was in an atrial fibrillation (af) with rapid ventricular response (rvr) arrhythmia. Upon review, the ventricular episodes had recorded delivery of anti-tachycardia pacing (atp) and shock therapies. It was determined that the device had inappropriately delivered the therapy. The therapy was exhausted. Ts discussed programming options with the hcp. No adverse patient effects were reported. At this time, the crt-d remains in service.